Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Programmer is slow to boot up. Keyboard hinges are broken. System fan is noisy. Corrosion on power supply. Stylus is missing. Screws in hinge plate loose.

Event description:
It was reported the programmer boots up slow and errors occur sometimes. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted